Event description:
Philips received a complaint from the customer on the v60 indicating that a battery error had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was discovered that the customer was using a third-party battery. The rse advised the customer that a philips manufactured battery should be used due to power management (pm) printed circuit board assembly (pcba) compatibility and provided the customer with the part number for a philips manufactured battery. Investigation ongoing.

Manufacturer narrative:
H10: multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.